Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse booted the system in normal mode and was able to replicate error 32101 with all amber lights on universal surgical manipulator (usm) 2, 3 and 4, and no lights present on usm 1. The fse replaced set up joint (suj) and ran aperture workflow. The program targets failed to detect nodes. Fse cleaned fiber cable between the suj and flex and verified full contact. Fse replaced both distal and proximal suj on armnet 1 with no change. After swapping usm 1and 4, the error followed over to armnet 4. Fse replaced the usm 1. However, while calibrating/testing, the gantry would not initialize. The fse power cycled and powered in normal mode, but error 30108 appeared on the system. The usm replacement was then recalibrated. The system was tested and verified as ready for use. Isi did receive a distal set up joint (suj) and universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Distal suj failure analysis was performed. Error 40068 was found indicating not present node by the proximal, not the distal suj. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it triggered wheel communication errors 17 and 32 in the logs. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests with no errors. Universal surgical manipulator (usm) failure analysis was performed. Failure analysis confirmed and replicated the reported complaint. The field error logs confirmed that the unit triggered several 32101 errors pointing to the axes controller setup (acu), and 319 errors pointing to the axes controller, arm (aca). Visual inspection of the unit did not reveal any signs of contamination or damage on the unit related to the reported problem. The unit was put on an in-house system and immediately triggered the reported 32101 errors pointing to the acu and the 319 errors pointing to the aca. The clockspring flat flex cables (ffc) were disconnected and both the 319 error on the aca and the 32101 error on the acu disappeared. The clockspring fiber ffcs were reconnected, but the 32101errors did not reappear. The unit was then able to successfully perform tests without triggering an issue. The unit was then put on the system, and it was able to pass the normal mode tests without triggering an issue. Given how the errors changed during troubleshooting, the failure is consistent with the aca printed circuit assembly (pca), the clockspring assembly, and the axes controller, motor (acm) pca.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a non recoverable fault during set up. Log confirm errors on arm 1 proximal. Technical service engineer (tse) had site do hard restart with no change. Site was not able to disable the arm. The customer reported event has no report of patient injury.